Event description:
Reporter claims that the patient was in limb holders and managed to pull the limb holder strap and access their trach tube on three different occasions. The three products that were used on the patient came from the same product and lot box. The reporter was contacted and provided additional information on 11/13/2009; she stated that on (B)(6) 2009 was the first time the patient was able to pull the limb holder strap, angle it, and loosen his trach tube. The patient did not remove the trach, it stayed on straight, but he was able to extend it. The patient's trach had to be reapplied and took some additional time. The trach tube decreased in oxygen saturation down to 75%. The reporter stated there was no apparent permanent serious injury to the patient. The second time the patient was able to pull the product strap and loosen it was on (B)(6) 2009. The patient did not remove the trach, it stayed on straight, but he was able to extend it. The reporter stated there was no apparent permanent serious injury to the patient. The third time the patient was able to pull the product strap and loosen it was on (B)(6) 2009. The patient did not remove the trach it stayed on straight, but he was able to extend it. The reporter stated there was no apparent permanent serious injury to the patient. The patient is currently doing okay.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: the product application instructions have a warning "monitor per facility policy". "Check to ensure that: straps cannot slide in any direction or loosen if the patient pulls on them." (B)(4).